Event description:
It was reported that one day post implant, the patient experienced diaphragmatic stimulation and bradycardia. An x-ray was performed and confirmed that both the atrial and ventricular leads dislodged. The leads were explanted and replaced with a competitor leadless pacemaker. The patient was stable.

Event description:
New information received indicates the leads were initially repositioned on (B)(6) 2024. After this, the leads dislodged again and were then explanted.

Manufacturer narrative:
The reported events were dislodgement and muscle stimulation. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.